Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when the device was noted to be in back up vvi mode. A device download was performed successfully. Patient monitoring will continue.